Manufacturer narrative:
(B)(4) - suture knots untying post-op. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent dental surgery on an unknown date and suture was used. Post-operatively, the knots were not holding tightly and were becoming loose. There were no adverse patient consequences reported.